Manufacturer narrative:
It was not possible to match this event with any previously reported event. Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, implanted: (B)(6) 2011, product type: catheter.

Event description:
Veizi, i.e., hayek, s.m., hanes, m., galica, r., katta, s., yaksh, t. Primary hydromorphone-related intrathecal catheter tip granulomas: is there a role for dose and concentration? Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12481 summary: the objective of this study is to determine the incidence and the association of intrathecal hydromorphone dose, concentration, duration of treatment and concomitant agents with intrathecal catheter tip granuloma (ictg) formation. Reported events: this is a (B)(6) female with a history of lumbar and cervical postlaminectomy syndrome, cervical myelopathy, and left lower extremity deafferentation pain. She had an idds placed (with catheter tip at t10) in (B)(6) 2011 after a successful trial. Her infusion included hydromorphone at an initial dose of 50 mcg/day and concentration of 500 mcg/ml. Over the next 30 months, her dose was gradually increased to 370 mcg/day with a concentration of 750 mcg/ml. At this time, she developed worsening lower back pain, left sided abdominal pain, bilateral lower extremity pain and weakness, and decreased temperature and pinprick sensation below t10 on the left side. MRI revealed intrathecal granuloma at the catheter tip at t8. Her infusion was transitioned to normal saline. Her symptoms improved over the next six months with no further growth of granuloma on serial MRI. Her catheter was then pulled back to the t11-t12 junction. Her infusion was reinitiated with bupivacaine, fentanyl, and ziconotide, which provided adequate pain relief. Of note, her idds reservoir refills were being performed by a third party home refill service at the time of granuloma formation. See attached literature article

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.